Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started to read inaccurately at around 11am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of "22.9 mmol/l" on the subject meter. The patient manages her diabetes with an unknown type of insulin which she self-adjusts. She reported that after obtaining the alleged inaccurate result, she administered 30 units of insulin. She also reported that an unknown time later, she tested her blood glucose level again, and since the result was "still high", she administered a further 30 units of insulin. The result was not specified. She claimed that 10 minutes later, she developed hypoglycemic symptoms of "shaking, sweating [and] couldn't walk". She reported that at 11:10am on (B)(6) 2016, she obtained a blood glucose result of "3.1 mmo/l" on an accu-chek aviva meter and she consumed "some water and sugar to raise [her] sugar level". (No result for the subject meter was provided). During troubleshooting, the csr established that the patient's test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. During the call, the patient tested her blood glucose level again. She reported a result of "11.4 mmol/l" on the subject meter compared to "7.4 mmol/l" on the accu- chek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high results with the subject meter, administered medication based on the results and reportedly developed signs and symptoms suggestive of an acute diabetes excursion, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up #1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. The test strips also passed testing and although the reported issue could not be confirmed, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, product analysis performed retains testing. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.